Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -11.5/+1.0/018 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, the lens remains implanted.